Event description:
Customer reproted device = hi in the mroning. Customer ate breakfast. Customer retested device 30 minutes later and result = hi. Customer went to the emergency room (ER) and their device 124 mg/dl. No treatment was received. Level one control was in range however level two values were not provided. A request was made for return product and replacement product was sent.